Event description:
The baxter performance analysis lab tech reported an infusion pump with failure code 810:04 during use. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.